Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to depleted main batteries. The batteries and battery harness were replaced onsite at the facility by a baxter field service technician to correct this condition.baxter will continue to monitor similar reports to determine if further actions are required.this involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module master software version is unknown.